Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date: (B)(6) 2023; explant date: (B)(6) 2026. Brand name: vectris surescan; product ID: 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; explant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports the patient's leads were explanted. No additional information was provided.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted:(B)(6) 2023 explanted: (B)(6) 2026 product type lead; product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep clarifies the doctor was the one who initially reported the issue to them. Rep reports that the leads were replaced and that the ins was also replaced, on the same date as the leads, with the reason for replacement of the ins specified as "upgrade". Rep reports the leads had migrated and pt's pain had shifted. Rep reports stimulation was no longer covering the pt's pain. Rep reports the cause of the lead replacement surgery was to move leads up higher to cover shifting pain. Rep reports the issue was resolved. Rep reports the customer refused to return the devices.